Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead dislodgement was observed on the lead. There were not any electrical issues while lead was dislodged. When the physician attempt to reposition, the lead failed to be deployed. The helix could not be extended properly. The lead was explanted and replaced. Patient was in stable condition during and after the procedure.